Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Images were provided, and reviewed by a medical director with the following impression: according to the planning sheet, the proximal aortic landing zone was sufficiently long; however, there was severe calcium, and tortuosity of the iliacs with some ectasia. These conditions may have been responsible for the endoleak with movement of the device over time. A manufacturing record review was performed, and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed, and confirmed that the reported event is adequately captured in the existing labeling. Based on the available information, the cause for the reported endoleak could not be determined with available information; however, patient anatomy might have been a factor.

Event description:
It was reported that approximately 8 months post-implant of a bifurcated device, a proximal endoleak was identified. Reportedly, the patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.